Manufacturer narrative:
One cadd ms3 pump was returned for analysis. Functional and visual inspection was performed. Testing was performed and the device found no blockage error. Further investigation determined that the device is functioning properly with no other issues. However, it was recommended to replace the downstream occlusion sensor as preventive measure. The front housing is to be replace as part of the repair process.

Event description:
Information was received indicating that cadd ms3 pump displayed a blockage error. There were no adverse events reported.